Event description:
Reportedly, the pt had a cardio pulmonary resuscitation procedure with an external 300j-shock. The pacemaker was then checked at the hospital ward and was found in standby mode. The device could have been reinitialized but programming failure occurred when reprogramming to previous settings. It was also unable to measure lead values; "test failed" message was displayed at threshold, sensing and impedance tests. Programming failure was continued for a while, but communication was back afterwards. The physician decided to change the pacemaker which was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.